Manufacturer narrative:
Device labeling single use or reuse. Method - device not returned. No evaluation will be performed. Conclusions - no conclusion can be drawn.

Event description:
On (B)(6) 2012, a contact lens wearer contacted our firm to report a diagnosis of corneal ulcer os. The pt stated the ulcer was "near the center" of his/her eye. The pt reported daily wear modality with 2 week replacement. The pt states she/he was seen by a corneal specialist and was treated with tobramycin drops, zymaxid drops and an ophthalmic steroid. Product has been requested from the pt but has not yet been received. Lot info was received and a lot history review is pending and will be provided in an update. The treating ophthalmologist office confirmed the pt diagnosis of central corneal ulcer. The pt was initially seen on (B)(6) 2012 by another ophthalmologist and referred to the treating physician on (B)(6) 2012. On that day, va was 20/100 os with pinhole va 20/70. Medications were confirmed to be tobramycin, zymaxid and lotemax. On (B)(6) 2012, va had improved to 20/30 os. If additional info is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in executive management review meetings.